Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during femoral deployment of a smart flex stent (5x200 vas, 80cm) to the anterior popliteal over the knee, it was reported that the handle of the sds (stent deployment system) detached from the outer sheath and the stent was only deployed half way. The physician retracted the complete sds including the half deployed stent. The stent got stuck in the catheter sheath introducer (csi) and led to a blood loss of approximately 50-100ml. No blood transfusion was necessary. The patient is fine. The stent could be retrieved out of the sheath by using a needle holder. There were no anomalies noticed during preparation of the device. There was no resistance observed during manipulation of the sds; only during stent placement was there resistance while retracting the outer sheath of the sds. The sds had to pass through a previously proximally placed stent. The target vessel was described as long-segment stenosis, pre-dilated, straight and not very calcified. The product was returned for analysis. A non-sterile unit of self expanding stents smart flex 5 mm x200mm vas 80cm was returned. The device was returned with an unknown guidewire inside. Per visual analysis, the device presented an accumulation of dried blood inside. The outer member was received separated. The stent was received deployed. No other anomalies were found during analysis. Peroxide was injected to the device in order to remove blood residuals inside of the device. Functional analysis could not be properly performed since the stent was received deployed. Also the outer member was received separated and the device could not be properly actuated. Per microscopic analysis the hemostasis valve, distal tip and stent were analyzed and no anomalies were found. Per sem analysis the separated sections of the outer member showed elongations. The elongations observed is evidence of a plastic deformation due to an application of a tension force that induced the separation. Also the braid wire presented evidence of reverse bending. Reverse bending or fatigue failures could be related to these surface characteristics and these types of failure occur due to a tensile overload. A device history record (DHR) review of lot 33041 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The events reported by the customer ¿stent delivery system (sds) / deployment difficulty-partial deployment (peripheral)¿ and ¿stent delivery system (sds) / withdrawal difficulty-through guide/sheath¿ were not confirmed since the device could not be properly evaluated due to the condition of the returned device. The reported event ¿outer sheath / separated¿ was confirmed by the condition of the product returned. The exact cause of that failure could not be conclusively determined. However procedural factors might have contributed to those issues, as evidenced by elongations observed, due to an application of force, and the reverse bending of the braid wire. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
During femoral deployment of a smart flex stent (5x200 vas, 80cm) to the a. Popliteal over the knee, it was reported that the handle of the sds detached from the outer sheath and the stent was only deployed half way. The physician retracted the complete sds including the half deployed stent. The stent got stuck in the sheath (csi) and lead to a blood loss of approximately 50-100ml. No blood transfusion was necessary. The patient is fine. The stent could be retrieved out of the sheath by using a needle holder. There were no anomalies noticed during preparation of the device. There was no resistance observed during manipulation of the sds; only during stent placement there was resistance while retracting the outer sheath of the sds. The sds had to pass through a previously proximally placed stent. The target vessel was described as long-segment stenosis, pre-dilated, straight and not very calcified.